Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreatic duodenectomy procedure. The device was used on the stomach and then on the small intestine. On the firing to the small intestine, the surgeon felt something wrong in firing and confirmed that the staples placed to the tissue were not formed at all. The sales rep was called and noticed that the anvil was missing. Searched the operating room thoroughly but could not find it. The staples placed to the specimen of the stomach were also not formed. Additional tissue resection was required due to the issue. There was tissue damage. There was less than 200 cc of bleeding due to the issue. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The event report alleges the product was used in a surgical procedure. During the product analysis it was noted that the anvil was disengaged from the instrument. The anvil was not received for evaluation. The sulu was also received fully fired. Unformed staples were present on the stapler where the anvil should have been located. Engineering confirmed damaged to the anvil internal wall frame. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken interlock may be due to closing the stapler on a sulu with an engaged interlock. Root cause of the disengaged anvil is improper closure of the device. When the level handle is misaligned it can push on the anvil and attempts to fire the device with an anvil out of registration causing the staples to improperly form. The anvil disengagement was due to the improper closing of the instrument, pushing and damaging the anvil with the lever handle and causing the gap in the anvil nose. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.